Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No frozen display was noted during testing. The pump was received with normal operating currents. The pump was monitored for several days and no battery out limit alarms occurred. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, a scratched reservoir tube window, and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer stated that the insulin pump would not do anything at all, despite battery replacements. She stated that the insulin pump alarmed battery out limit after the batteries had been out of the device for 20 minutes. She was advised that the battery out limit alarm was indicative of normal device behavior. She noted that the time advanced 6 minutes. The customer did not know the blood glucose reading. She stated that the buttons were unresponsive. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.